Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. The ccc specialist dialed into the customer's system remotely and reviewed the error log. The ccc specialist noticed that the sample probe 1 had clot detected error around the time of event occurrence. The ccc specialist's recommended that the customer replaces the sample probe and cleans the sample drain. A siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist does not suspect reagent or instrument issues since no other samples were affected. The data shows that the sample in question was processed out of the same flex and well set as the correct results so the issue is not related to a reagent. While the hsc specialist cannot rule out instrument related issues, the potential cause of the discordant result was due to the sample specific issues such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The ccc specialist observed a "sample probe 1-clog detected" error in the same time-frame as the event occurrence, which further supports the potential cause being related to the sample integrity. The customer has not reported any further issues. No further evaluation of device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on an alternate dimension vista instrument, resulting higher and as expected. The original sample was then repeated on the original dimension vista instrument, also resulting higher. The correct result obtained with the new sample draw on the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
The initial MDR was filed on 11-apr-2018. Additional information (17-apr-2018): section h10 of the initial MDR stated that the siemens customer care center (ccc) specialist recommended the customer replaces the sample probe and cleans the sample drain. Based on the information received, the customer followed the recommendation and replaced and realigned the sample probe. There has been no further incident since the maintenance performed by the customer. The instrument is performing within manufacturing specifications.